Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 45 mg/dl on multiple occasions with in the span of three to four days. Customer stated this would occur thirty minutes after being in the 150 to 175 mg/dl range or higher. Customer also reported receiving lost sensor alarms and that he was allergic to the sensor cannula. Nothing further reported.